Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, the patient did not calibrate after the inaccuracy. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.